Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/perforation'), fallopian tube perforation ('migration/perforation (fallopian tube perforation)'), salpingitis ('active salpingitis'), device breakage ('removed in pieces') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, epigastric pain, heartburn, hiatal hernia, polycystic ovarian syndrome and abdominal discomfort. In (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping/stabbing pain"), dyspareunia ("pain during sex") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and remove the remnants of the essure coils using the grasper). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, device breakage, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, salpingitis and weight increased to be related to essure. The reporter commented: the essure device was inserted bilaterally with (B)(4) coils noted on the right and (B)(4) coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): oesophagogastroduodenoscopy - on an unknown date: small sliding hiatal hernia, diffuse gastropathy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/perforation'), fallopian tube perforation ('migration/perforation (fallopian tube perforation)'), salpingitis ('active salpingitis'), device breakage ('removed in pieces') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 727086) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain, epigastric pain, heartburn, hiatal hernia, polycystic ovarian syndrome and abdominal discomfort. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping/stabbing pain"), dyspareunia ("pain during sex") and headache ("headache") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral laparoscopic salpingectomy and remove the remnants of the essure coils using the grasper). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, salpingitis, device breakage, genital haemorrhage, pelvic pain, abdominal pain lower, dyspareunia, headache and weight increased outcome was unknown. The reporter considered abdominal pain lower, device breakage, device dislocation, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, pelvic pain, salpingitis and weight increased to be related to essure. The reporter commented: the essure device was inserted bilaterally with 3 coils noted on the right and 4 coils noted on the left. Diagnostic results (normal ranges are provided in parenthesis if available): oesophagogastroduodenoscopy - on an unknown date: small sliding hiatal hernia, diffuse gastropathy. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: salpingitis. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.